Manufacturer narrative:
The root cause for the patient developing ulcers around the eleos implants was unable to be definitively determined. It was not reported that the surgeon believed that there was a malfunction of the implants. No information is known about the patient's medical history, and it is unknown if it may have contributed to this complaint. There were no indications that there was a nonconformance during manufacturing or sterilization which would have contributed to the complaint.

Event description:
A patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6). The surgery was performed due to ulceration around eleos total femur component. During the surgery, the surgeon removed all implants that were implanted at the time as it was decided that the patient's leg would be amputated above the knee. To give the patient's thigh structure, a male-female midsection with a custom end cap implant was placed in the patient's upper leg.